Event description:
It was reported that "it was unable to pace during use. There were no patient complications reported." No patient injury was reported.

Manufacturer narrative:
One pacing catheter was returned for evaluation. No syringe, introducer or contamination shield was returned. Customer report of pacing issue was not confirmed. Balloon would not maintain inflation. The balloon did not maintain inflation due to leakage from a void in the adhesive at the inflation extension tube to y-adaptor tube junction. The balloon inflation test was performed using a lab syringe with 1.3cc air. The balloon and the catheter body were immersed in water and pressurized with air to visually determine the source of leakage. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured using a digital multimeter. No visible damage to the catheter body, balloon or balloon windings was observed. Visual examination was performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of pacing issue was not confirmed; however, the balloon would not maintain inflation due to leakage from a void in the adhesive at the inflation extension tube to y-adaptor tube junction. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.